Event description:
It was reported that the pt has had a slight increase in seizures recently and the dc/dc codes have decreased from 2 to 0 between visits. The relationship of the seizures to pre-vns baseline levels is unk. A short circuit condition may be present in the lead, but this cannot be confirmed at this time. Pt has been referred to surgeon for possible surgery, but no surgery has occurred to date. Attempts for further info have been unsuccessful to date.